Event description:
It was reported that touchscreen was unresponsive and that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer's blood glucose level ranged from 113-114 mg/dl. At the time of the call, the customer did not have an alternate method of insulin therapy. The customer confirmed that the healthcare provider would be contacted to obtain an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.